Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions- event intake form state's there is no health damage to the patient. Impact code: 4624 - surgical intervention to implant a gore c-tag 26-100 (gore medical). 4625 - additional surgery the patient underwent emergency thoracic endovascular aortic repair (tevar) using a gore c-tag 26-100 (gore medical). Device problem code : 4066 - device stenosis reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4 -year review of similar complaints thoraflex sales jan 21 - dec 24 v thoraflex hybrid stenosis events jan 21 - jan 25 gave an occurrence rate of 0.014% no trend requiring action has been identified. 4111 - communication interview: additional information was requested, however site responded to say no additional information was available for this event. 3331 - analysis of production records: full batch review performed from base fabric to finished product which confirmed the device was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found - full batch review was performed from base fabric to finished product confirmed the device was manufactured to specification. Investigation conclusion: 4315 -cause not established - product was accepted at customer with no issues of damaged packaging or seal integrity reported, packing DHR was reviewed and no issues found during packing process, sterilisation was completed correctly and all process test results were within specification. Biological indicators endotoxin results sterilization control sheets were within specified limits. Inappropriate geometry, incorrect oversize, incorrect length, inappropriate material, insufficient overlap length, can promote the generation of thrombus inside of the device, however as no additional information is available for this event no causal link between the event and the device could be identified.

Event description:
Event reported as: stenosis around the stitched area of the collar due to pressure different between the graft section and the stented graft section after implantation: the patient underwent total arch replacement using the thoraflex hybrid in an emergency dissection case. After replacement, a pressure different was noted between the graft section and the stented graft section. After the pressure different was noted, stenosis was confirmed around the stitched area of the collar, and the patient underwent emergency thoracic endovascular aortic repair (tevar) using a gore c-tag 26-100 (gore medical). After tevar, the pressure different disappeared and the procedure was successfully completed without any damage. Although the pressure difference was noted immediately after the replacement, the pressure different disappeared after the stent-graft was additionally implanted and there is no health damage to the patient. This report is being submitted as follow up# 1 for manufacturing report 9612515-2025-00005 to provide event closure information for tag0135.

Event description:
Event reported as: stenosis around the stitched area of the collar due to pressure different between the graft section and the stented graft section after implantation: the patient underwent total arch replacement using the thoraflex hybrid in an emergency dissection case. After replacement, a pressure different was noted between the graft section and the stented graft section. After the pressure different was noted, stenosis was confirmed around the stitched area of the collar, and the patient underwent emergency tevar using a gore c-tag 26-100 (gore medical). After tevar, the pressure different disappeared and the procedure was successfully completed without any damage. Although the pressure difference was noted immediately after the replacement, the pressure different disappeared after the stent-graft was additionally implanted and there is no health damage to the patient.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions- event intake form state's there is no health damage to the patient. Impact code: 4624 - surgical intervention to implant a gore c-tag 26-100 (gore medical). 4625 - additional surgery the patient underwent emergency t thoracic endovascular aortic repair (tevar) using a gore c-tag 26-100 (gore medical). 2199 - no health consequences or impact- event intake form state's there is no health damage to the patient. Device problem code : 4066 - device stenosis reported. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4 -year review of similar complaints thoraflex sales jan 21 - dec 24 v thoraflex hybrid stenosis events jan 21 - jan 25 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.